Event description:
The customer received an erroneous result for one patient sample tested for intact human chorionic gonadotropin plus the ss-subunit (hcg+ss). The sample from an aliquot tube initially resulted as 4 miu/ml and was reported outside of the laboratory. The physician contacted the laboratory to have the sample repeated. The sample aliquot tube was then repeated where it resulted as "around 2000" miu/ml. The primary tube of the sample was also repeated, resulting as "around 2000" miu/ml. The customer considered the repeat result to be correct. A corrected report was generated. The patient was not adversely affected by the event. The hcg+ss reagent lot number was 16494803 with an expiration date of 01/31/2013. The field service representative determined that the photomultiplier tube high voltage was misadjusted on channel 2. He adjusted the photomultiplier tube high voltage on channel 2 and checked all adjustments and general system operation with no issues seen. He performed performance testing on both cells with passing results.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could no be determined. Calibration data was within expectations. The customer stated quality controls were in range. A reagent issue is not evident.